Event description:
The customer observed false elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: 21dec2023 sid 1f89454211 initial result was 169.5, repeat result was 144 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false elevated sodium results generated while using the alinity c ict sample diluent with the alinity c processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The ict module is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or any potential non-conformances. Review of validated instrument data analytics (ida) data did not identify unusual reagent lot performance for lot number 03565un23. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent lot number 03565un23 was identified. Additional information in section d10 - concomitant product all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false elevated sodium results generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 2023 sid 1f89454211 initial result was 169.5, repeat result was 144 no impact to patient management was reported.